Manufacturer narrative:
(B)(4). Batch # n5442e. The analysis found that one pse60a device was returned in good visual condition and with an ecr60b cartridge not loaded in the device. Additionally, the reload was received partially fired 2/3 with the pan detached on the right proximal side. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the second firing the reload came out of the jaw when the surgeon was trying to activate the device. The reload became broken and an orange piece of plastic fell into the patient's abdomen. It was retrieved via the trocar. A new device and reload were opened and used and the remainder of the procedure continued normally. There was no adverse consequence to the patient.